Event description:
Prior to implant, they tried to aspirate the new pump and were only able to get 28cc of saline out. The tech tried several times to re-aspirate and was not able to get any additional saline out. The tech submerged the pump in hot saline to see if the issue was caused by the cold weather and tried again to aspirate and was still unable to aspirate any fluid. A new 40cc pump was opened and there were no issues aspirating or filling it. The patient was implanted with the newly opened pump with no problems. The first pump tried was not implanted.

Manufacturer narrative:
(B)(4) - analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Final analysis of the pump revealed no anomaly.